Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via telephone call that he was hospitalized. The customer had broken his ankle and had surgery. The customer was released but had to be taken back to the hospital due to having trouble breathing and being comatose. The customer also had fluid in his lungs. The blood glucose reading was 600 mg/dl. The wife reported that the insulin pump did not deliver a programmed bolus and that the insulin pump had been broken when the customer had fallen. The customer had been off the insulin pump for two weeks prior to the event. The spouse also reported that the insulin pump display was blank. The drive support cap appeared normal and recessed. Insulin exited with the manual prime and the spouse observed no leaks or air bubbles in the tubing or reservoir. The insulin pump passed the self test and the displacement test. The spouse declined further troubleshooting.